Event description:
Per summons: although previous cultures revealed staph which should have discouraged a physician from placing a central line, physicians at hospital g ordered a peripherally inserted central catheter placement and placed it on (B)(6) 2010 because pt, who was (B)(6), was going to receive long-term antibiotics at hospital e. The x-ray confirms presence of the PICC. The pt was sent from hospital g to hospital e. On (B)(6) 2010, an infectious disease specialist wrote that "PICC line infection, PICC drawn blood culture positive, drawn by peripheral negative". Relator then wrote "discontinue the PICC and save in a sterile bag." It did not get saved. Relator's progress note of (B)(6) 2010 indicates that "PICC was discarded, antibiotics continued via a peripheral line." IV antibiotic therapy was continued via a peripheral IV. Since the PICC was placed at hospital g and central line sepsis was diagnosed at hospital e, it is unlikely that this was reported as a PICC complication.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.